Manufacturer narrative:
(B)(4). Event date: unknown, assumed 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 23817 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? (B)(6) 2019. On what date did the explant take place? (B)(6) 2021. What is the product code for the linx device that was removed? Size 14. What is the lot number of the linx device? 23817. When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Answer = all other information available was provided at time of initial call.

Event description:
It was reported that a linx device was removed in early (B)(6) due to dysphagia. No other information has been provided.

Manufacturer narrative:
Pc- (B)(4). Date sent: 6/3/2021. H6: no device problem found (c19). Device analysis: overall review of the device function and dimensions show no anomalies from a device, that has been reasonably changed as part of the explant procedure. During the visual analysis of the device, cautery marks were found on the links and beads. This could've been caused by the tools used, during the explant procedure. Visual analysis was consistent with an explanted device. And link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint, as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.